Event description:
A cartridge change error was reported by the customer. The issue caused the customer's blood glucose level to exceed 500 mg/dl, with the exact value being displayed as "high." At the time of the report, the customer had not addressed bg level. The customer contacted technical support and, following their instructions, inspected and cleaned the pump's cartridge and pneumatic tap area but was initially unable to load a new cartridge. With further guidance from technical support, the customer successfully filled and loaded a new cartridge, allowing them to resume insulin delivery.